Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported tubing coming out the left side of the pump is leaking. The pump was powered down. Patient was able to get the tubing swapped out. Medication being infused was unknown. No patient injury reported.